Manufacturer narrative:
The company representative confirmed and replicated the reported event. The multifunction in/output (mfio) printed circuit board (pcb) was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The root cause of the reported event can be attributed to nonconforming mfio pcb. How this component became nonconforming cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that vitrector not working in an ophthalmic operating console. Procedure details and patient impact have not been provided. Additional information has been requested.